Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
The user facility reports while setting up for a total knee procedure, it was noticed the battery casing on the reamer drill was not getting a good connection. The device was switched out with other casings but still did not function properly. Another drill was used to complete the procedure with no further problem, no harm to patient. This is 2 of 2 reports for the same event.